Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a hemodynamic pressure monitoring procedure, the pressure monitoring set was found to be leaking fluid at the 3-way stopcock closest to the transducer. The device was replaced with a new pressure monitoring set. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was visually inspected and functional testing was performed. The complaint is confirmed. The root cause is attributed to overtightening of the connection during the procedure. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.